Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred on a trilogy evo korea device. There was no harm or injury reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An evt_mach_flow_drift_high error, indicating a ventilator inoperative was reported from the device's event log. The technician replaced the device's machine flow sensor to address the issue. Additionally, an evt_mcl_foc_shutdown error indicating that the motor controller has proceeded to the shutdown state due to an error with the motor and an evt_drift_debug error indicating that the sensor offset during drift calculation is too high was documented from the device's event log. The device's system board was replaced to address these errors. Unit passed final test.